Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicate the product met release criteria. No root cause could be identified by the investigation. There have been no other similar complaints reported in the lot number. Additional info was requested on 12/15/2011 and 12/20/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she is experiencing halos around lights at night, poor near and intermediate vision. The consumer reported she cannot thread a needle or read fine print on a label. She also has trouble using a computer in any light. She reported that she has poor vision if not in bright lighting conditions. Additional info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.